Event description:
It was reported the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that competitor devices were revised, not zimmer biomet devices. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined that competitor devices were revised, not zimmer biomet devices. The initial report should be voided.